Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -12.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). (B)(4).